Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork has not been completed. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to: endoleak, bleeding, surgical conversion, and death.

Event description:
On (B)(6) 2011 , the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Although tortuosity was noted, pt anatomy and device sizing were within the gore excluder aaa endoprosthesis instructions for use guidelines. The devices were placed without incident. Final angiography showed evidence of a proximal type-1 endoleak. An attempt to close the common femoral artery using a percutaneous approach failed, so a surgical technique was being used instead. During closure, however, a sudden drop in blood pressure occurred and the pt became hypotensive. When the abdomen was opened it was filled with blood, but the source of the bleeding could not be identified. The pt expired on the table as attempts were made to stabilize him. Total blood loss exceeded 1000 cc. The devices were not explanted from the pt.